Event description:
(B)(4) study. Pt injected with 1.0ml of coaptite injectable implant for stress urinary incontinence on (B)(6) 2008, a second copatite injection (2.0ml) on (B)(6) 2008, and a third coaptite injection (2.0ml) on (B)(6) 2008. The pt developed a urinary tract infection on (B)(6) 2009, seven months after the third injection. The pt was treated with antibiotics and the symptoms resolved after 10 days. The pt was also treated for urge incontinence with anticholinergic medication on (B)(6) 2009.

Manufacturer narrative:
Injection date: (B)(6) 2008. This event was reported in the line listing of the (B)(4) study status report for (B)(4), submitted to the FDA in march 2010. Since the adverse event required antibiotics, it was determined to be a reportable event. No coaptite lot numbers were provided; query for most probably lot used will be conducted by the u.s.a coaptite distributor, (B)(4).